Manufacturer narrative:
Follow up report indicated that the infection had cleared and the patient had been reimplanted with a new ipg.

Manufacturer narrative:
Nevro had made numerous attempts to obtain details regarding the event. However, there were no additional information available in regard to medical intervention or patient's status. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The device was explanted. There was no report of further complication.